Manufacturer narrative:
Eight (8) samples were received for evaluation. Visual inspection revealed an oily substance on the body of the valve set and/or on the inside of the pouch for all received samples. Further particulate matter analysis was performed on a returned sample of a different lot with the same visual defect. Fourier transform infrared spectroscopy (ft-ir) revealed that the residue was consistent with a silicone polymer. The reported issue was confirmed as a cosmetic defect. Medical grade silicone oil is a part of the manufacturing process. There is no risk to the patient. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were eight (8) exactamix valve sets that contained moisture prior to use. There was no patient involvement. No additional information is available.